Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm, model#: sc-4108, lot #: 18628992. Description: or cable 2x8, 61cm and extension spectra, model#: sc-4316, lot #: 18663597. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient will undergo an explant procedure.